Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height enhanced drawer 4.1 slides were damaged. A field service engineer (fse) adjusted the middle divider which had fallen out of position before replacing the drawer to resolve the issue. The fse replaced the drawer and tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 and 4.2 broke, drawer would slide all the way out and was hard to pull out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.